Event description:
It was reported that the front panel of the video system center does not turn-off. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5 of the initial report. See b5 for further details. Correction to e2 of the initial report. See e2 for further details. Correction to g2 of the initial report. "Health professional" and "company representative" should have also been selected as a report source. Correction to h6 "health effect - impact code" of the initial report, "2199 - no health consequences or impact" is being corrected to "2645 - no patient involvement". This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the product was not returned to olympus, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The malfunction reported in the initial report was found during maintenance. There was no patient or procedural involvement.